Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following report from the hospital: "the calibration of the flow sensor fails during the pre-operation check and passes the test after replacement."

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number:(B)(4). Follow-up 1 - corrected information: UDI related data quality updates only hamilton medical ag noticed that the reported device (brand name: raphael) in the initial MDR had exceeded its service life at the time of occurrence of the reported incident, therefore this event is no longer considered reportable to FDA.

Event description:
Hamilton medical ag received the following report from the hospital: "the calibration of the flow sensor fails during the pre-operation check and passes the test after replacement."